Event description:
The customer called and reported his sensor was giving erroneously low readings, which triggered his insulin pump to threshold suspend. Customer's blood glucose was 107 mg/dl, but sensor was giving a reading of 39 mg/dl. Insertion and calibration techniques were discussed. The customer was advised the sensor would be replaced. Customer did not agree to return the sensor for analysis at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.